Event description:
4 implants loss. *infection and pain in the area. It was decided to remove 5 and 7 because a CT scan detected an infection. We believe that the nebulizer may have affected healing, as the surgery went very well.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.